Event description:
Three years after undergoing multiple cypher stent implantation of the entire (rca) right coronary artery, the pt complained of chest pain and came to the hospital. During the angiogram, restenosis was observed in the cypher stents. To treat the restenosis, a launcher guiding catheter was engaged into the protruding cypher stent. (Poba) plain old balloon angioplasty was conducted for the entire treated rca. After the poba, it was confirmed that the part of the cypher stent ((B)(4)) strut protruding out to the ostium of the rca was fractured and missing. The proximal fractured part could not be found. There was no pt injury reported. The product was clinically used and the product will not be returned for analysis. The stent implant date and stent size will be reported later. The target lesion was the entire right coronary artery. The vessel was a de-novo. The details of pt and lesion characteristic were unk. During the index procedure multiple cypher stents were implanted in the entire (rca) right coronary artery, the most proximal cypher ((B)(4)) had approximately two struts sticking out to the ostium of the rca.

Manufacturer narrative:
This is the one of multiple products used during the same procedure on the same pt, which is associated with mfg report # 9616099-2008-01041. Add'l info will be submitted within 30 days of receipt. This device is similar to cypher stent.